Manufacturer narrative:
Implanted date: device was not implanted explanted date: device was not explanted the actual device has not been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported an issue with the angio-seal vip device. The cardiologist performed a percutaneous coronary intervention with access through the right femoral artery using a 6f 10cm introducer sheath. The procedure was done successfully. Then closure with the angio-seal device was attempted. The artery was located with no problem and the anchor was set with no problem. While withdrawing the device no resistance was felt, the tamper tube did not appear, and the complete device was pulled out. The puncture site was closed by manual compression without complications. There were no signs of calcifications in the puncture region. Additional information was received on april 26, 2019. The patient was reported to be in stable condition.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the device return date in concomitant medical products and to update device evaluated by MFR. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete.

Manufacturer narrative:
This report is being submitted as follow up no. 2 to update device evaluated by MFR, and to provide the completed investigation results. Results - 114 is based upon the evaluation of user facility information and the investigation of the returned sample; 213 is based upon functional testing of the returned sample. Conclusion - 4310 is based upon evaluation of the user facility information and the investigation of the returned sample; 67 is based upon functional testing of the returned sample. One 6 fr angio-seal vip device was returned for evaluation. The hemostasis sheath was returned mated with the carrier tube assembly. The arteriotomy locator and guidewire were returned as well. Visual inspection revealed that the carrier tube assembly was found to be mated with the hemostasis sheath and the deployment sleeve was in the rear lock position with the color bands fully exposed. Microscopic analysis revealed that the anchor was still present within the hemostasis sheath. There were no other visual anomalies were noted with the returned device. Functional testing was conducted. The deployment sleeve was moved into the forward lock position, which caused the anchor and distal tip of the carrier tube to become exposed. Then, the deployment sleeve was then moved into the rear lock position and the anchor posted to the sheath. There were no functional anomalies noted with the posting of the anchor. Then, the digital force was applied to the anchor and the tamping mechanism deployed. The suture unwound as intended. There were no functional anomalies noted with the device. Based on the provided information and investigation results, there is no definitive evidence that this event was related to a device defect or malfunction. Based on the investigation results it is likely that the device was not in the full forward lock position due to insertion resistance, off-axis attempt at delivery, or an obstruction to the anchor posting to the distal tip. However, the exact cause of the reported event cannot be definitively determined based on the available information.